Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had to press on the touchscreen with a lot of force or multiple times in order for the touchscreen to response. Troubleshooting was performed and the pump performed as intended. There was no reported adverse impact to the customer's blood glucose level.